Event description:
Customer alleged blood glucose results of 215 mg/dl, 142 mg/dl, 71 mg/dl and 58 mg/dl when testing was performed back-to-back on the aviva system. The customer reported having symptoms of low blood glucose and self-treated with sugar, after which she felt better. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.